Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-52 implantable pacing lead, (B)(6) 2001; addr01 pacemaker, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room for a heart rate in the 30¿s. Thresholds in the right atrial (ra) lead and the right ventricular (rv) lead were increased. The pacing nurse increased the outputs for an adequate safety margin. A few days later the right ventricular (rv) lead was capped and replaced. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.